Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services (ts) was contacted, and ts noted small r-waves and recommended x-ray imaging to assess the system. The s-ICD system remains in service. No adverse patient effects were reported.